Manufacturer narrative:
Correction to section b4. A review of the manufacturing records showed all requirements were met. Evaluation of the treatment tip did not find any issues that would have caused a patient burn. Based on the available information, burns and blisters are a known possible side effects during thermage flx treatment. It was reported that is unlikely permanent scarring or damage will occur to the patient.

Manufacturer narrative:
Evaluation of the treatment tip was completed. Tip evaluation indicates that the tip passed visual and thermistor testing. Tip failed leak testing. No functional testing was performed because there was no time left on the treatment tip. A review of the device history record is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported their patient experienced a second degree burn on the right cheek following a thermage treatment. The treatment was completed at a maximum energy level of 2. The treatment tip was inspected prior to and throughout the procedure, and ample coupling fluid was used during the procedure. A tip-too-warm error was observed during the treatment. The physician reported the patient was treated with demerol prior to undergoing the procedure. Following the procedure the patient noticed a burn on the right cheek once they got home. The physician prescribed betamethasone gentamicin for treatment. The physician indicates that there will likely be no permanent damage or scarring.